Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-leakage at catheter junction on (B)(6) 2025, at 10:00 am, the nurse inserted an IV catheter into the patient. After successful insertion, leakage and blood seepage were observed at the needle hub connection. The IV catheter was immediately removed and replaced with a new one.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The factory will continue to monitor such defects.

Event description:
No additional information.